Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump was hot to touch. Reportedly, the customer felt a "warm tingling sensation" against her skin, and then her skin began to burn. The customer took the pump out of her shirt and her skin was red in the area where the pump was placed. The customer stated that the pump was still warm, but has cooled down. There was no known impact to the customer's blood glucose level. Customer reported that the pump would be used to continue insulin therapy.